Manufacturer narrative:
Other text: device evaluation the device was returned for evaluation. The device was given functional testing; the device reached the expected warming fluid temperature within 3 minutes. The device was run for 2 hours and the reported issue was not confirmed; however, the device gave an "over temperature" alarm. This issue was determined caused by the printed circuit board.

Event description:
Information was received indicating that the level 1 trauma fast flow system displayed a loud noise. The issue occurred during testing.